Event description:
It was reported that the patient had no stimulation sensation. It was noted that since the peripheral nerve stimulation leads (2x8) were placed on the day prior to the report for the trial; the patient had not had stimulation sensation. Impedances were not checked during the procedure and the patient was not getting stimulation sensation during the procedure. It was noted the leads were peripheral. On the day of the report it was reported that there was no stimulation felt when stimulation when cranked up all the way. It was then reported that impedances were greater than 40,000 ohms on the day of the report. All pairs were reportedly greater than 40,000 except electrodes 8-14 with #8. It was noted that those electrodes were all around 5000 ohms or less. 8-15 pair was reportedly around 11,000 ohms. Pairs with #14 were less that 40,000 but were greater than 30,000. It was noted that the multi-lead trialing cable (mltc) was changed out and the impedances were the same. It was noted that the old mltc was dry when the opened it. 8, 9, 10, 11, were programmed with 330 us and 60hz but no stimulation was felt up to 10 volts. It was noted that there was no visible damage to the leads. It was further noted that the distal electrodes were coming out of the body and they could see the positioning of the other lead and wanted the health care provider (hcp) to take a look. It was suspected that the other lead may have come out as well, given the impedances. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3555-31, serial# unknown, product type screening device; product ID 3555-31, serial# unknown, product type screening device; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).